Event description:
Boston scientific received information that this programmer displayed intermittent black screen. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis confirmed a portion of the internal circuitry had become overheated which resulted in the observations reported from the field. Further, it was noted that the handle was cracked, the control panel has broken off and the bezel on the liquid-crystal display was cracked on the left side. The circuit and other parts of the programmer were replaced and the programmer passed all other testing. The laboratory analysis confirmed the reported clinical observations.